Event description:
The manufacturer received information alleging difficulty breathing/short of breath; device will not turn on/device not functioning, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging difficulty breathing/short of breath; device will not turn on/device not functioning, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings are observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings manufacture cannot confirm the the complaint of device not turning on and was unable to address the symptoms specified. In this report, sections d9, g3, h2, h3, and h6 have been updated or corrected.